Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2025. On (B)(6) 2025, the patient underwent a magnetic resonance imaging (MRI) examination, the icp sensor failed to reconnect successfully, displaying an error code of "-99." Troubleshooting was attempted, and both the icp monitor unit and cable assembly were replaced; however, this did not resolve the pairing issue. Due to the failure, the sensor was removed. The patient did not experience any signs or symptoms as a result of the sensor failure. The sensor was not replaced, and the patient's condition is stable.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7225180 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - based on the analysis and investigation, the issue of the complaint was not confirmed: - catheter crimped 8.4, 34.5 cm from distal end: sticky residue along catheter body. - icp express = 508; microsensor detected and zeroed without any issues. - the device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the exact root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect could be: ¿incorrect alignment between extension cable and housing connector pins¿.

Event description:
N/a.